Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode. Technical services (ts) analyzed device episode data and found that five shocks were attempted but aborted due to a high voitage detected. One shock was delivered at a lower voitage, but neither it nor anti-tachycardia pacing (atp) was successful in converting the rhythm. The rhythm later self-terminated. This right ventricular (rv) lead shock impedance was below 20 ohms during the lower voitage shock, which was low out of range. Ts advised device and lead replacement. This ICD was explanted, and this rv lead was surgically abandoned. Both were replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).